Event description:
It was reported that recently, the patient has received three inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. Boston scientific technical services (ts) was contacted and it was discussed that the shocks were delivered due to over-sensed oscillatory movement signals. It was discussed that the oscillatory signals were non-cardiac in origin and likely the result of patient activity or poor system positioning. There was also evidence of variable, low r-wave amplitude measurements. Ts provided thorough troubleshooting options, such as in-clinic isometrics and diagnostic imaging, to assess the s-ICD system integrity. Recently, additional untreated episodes of myopotential noise were noted. The physician performed provocative maneuvers, which were able to reproduce artifacts in both the primary and secondary sensing vectors. It was stated that a potential system explant procedure could be performed, but this has not yet occurred. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that recently, the patient has received three inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD) system. Boston scientific technical services (ts) was contacted and it was discussed that the shocks were delivered due to over-sensed oscillatory movement signals. It was discussed that the oscillatory signals were non-cardiac in origin and likely the result of patient activity or poor system positioning. There was also evidence of variable, low r-wave amplitude measurements. Ts provided thorough troubleshooting options, such as in-clinic isometrics and diagnostic imaging, to assess the s-ICD system integrity. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.